Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient suddenly heard a pop in the abdomen from foley catheter at 12:50 noon while resting in bed. The companion immediately reported to the doctor. The doctor went to the bed and found that the indwelling foley catheter had been prolapsed by about 5cm. The catheter was pulled out and the air bag was ringing due to the balloon burst. The three-chamber urinary catheter was immediately replaced and re-insertion was failed. So the patient was moved to the operating room to perform cystoscopy and catheterization was done under general anesthesia.